Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) changeout procedure the right ventricular (rv) lead was noted to have an existing breach in the insulation of the pace/sense portion of the lead. A small flap of insulation was pulled away from the lead. The physician elected to repair the lead using silicone medical adhesive. Post repair testing showed impedance, sensing, and threshold values similar to historic trends. The lead remains in use. No patient complications have been reported as a result of this event.